Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the xenon lightsource (product ID 00mlx) had some cosmetic damages where the top cover was cracked and the power connector pulls out. The unit got so hot it melted the head lamp cable when it was plugged into the wolf port in the front. There was some burn marks noted on the wolf port. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.

Manufacturer narrative:
The returned 00mlx light source is in used condition with physical damage and misalignment to the top trim and rear panel. Damage would lead to failure of the heat shield, causing overheating. The reported complaint is confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.